Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced skin erosion at the ipg site. It was noted that the patient had lost significant weight recently. The device was removed and replaced. There have been no reports of further complications regarding this event.